Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient's garments were too tight and were causing sores under it. The patient reported that there was an open sore underneath the right electrode from the device digging into the skin and that a rash was also beginning to form and that the device "took skin off when she removed her lifevest". The patient's physician recommended the use of hydro-cortisone cream. Distributor field support services provided better fitting garments. Follow-up indicated that the wound and skin irritation improved.